Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the liver. A 140x25cm fathom -16 guide wire was selected for use. During procedure, it was noted that a renegade catheter could not be inserted to the guide wire. The physician checked the device and noticed the proximal portion of the wire was peeled off and bumpy. Furthermore, the diameter of the wire was not equal. The procedure was completed with another of the same 140x25cm fathom -16 guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the outer diameter (od) of the guidewire meets specification. The coating was uniform and consistent throughout the length of the wire. The micro-catheter used in the clinical event was not received. A renegade .021 micro-catheter was used for testing purposes. The wire and micro-catheter were both hydrated with fluid. The wire was loaded into the micro-catheter and advanced through the full-length of the catheter without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the liver. A 140x25cm fathom -16 guide wire was selected for use. During procedure, it was noted that a renegade catheter could not be inserted to the guide wire. The physician checked the device and noticed the proximal portion of the wire was peeled off and bumpy. Furthermore, the diameter of the wire was not equal. The procedure was completed with another of the same 140x25cm fathom -16 guide wire. No patient complications were reported and the patient's status is stable.